Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for item: 195757 / lot: 322530 combination. Risk is addressed in the surgical technique as a part of design control risk management. Associated surgical technique vanguard xp total knee system list under tibial sizing without intact/functional acl on page 26 instructions on what to do if the tibial bone island is compromised. Cause codes: unknown - can not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient took part in vanguard xp developer's study. Patient underwent right total knee arthroplasty on (B)(6) 2014. During the procedure, the tibial island fractured after cementing the final components in place and the knee was put through full extension. The tibial island was secured with a 6.5 mm x 40 mm low profile self-tapping bone screw.